Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system indicated a "localizer faulted" message. Troubleshooting steps included going into the network device interface (ndi) toolbox, and a bump detector battery fault was confirmed, and that the storage temperature was exceeded. There was no patient involved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, ubd: unknown, UDI#: unknown work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable to this evaluation. A05: applicable to localizer faulted. A1102: applicable to the localizer faulted message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.